Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: brown particles material was found on the shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated due to surgical damage and one opening curved striated assessed as surgical damage, consist with use of a surgical tool like a scalpel or needle. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage. One opening curved striated assessed as surgical damage. Reason for reoperation: rupture.

Event description:
Physician reported "rupture" 1.5 years after implant surgery. The device has been explanted and replaced. Left side.